Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraclip dual trigger breast tissue marker was received for evaluation. During visual evaluation, a piece of hair was observed inside the sealed packaging. Sample was sealed and therefore was not decontaminated. Functional testing was not performed due to the nature of the complaint. Also, two electronic photos were provided and reviewed. In the first photo, one ultra clip dual triggers is shown inside the package in which a hair like material was found with the device. The second photo shows the labelling information which matches with the trackwise details. Therefore, the investigation is confirmed for the reported foreign material as a hair like material was found inside the sealed package. A definitive root cause for the reported foreign body issue could be related to the manufacturing issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 10/2025), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to breast tissue marker placement procedure, a hair was allegedly found inside the sterile packaging on the biopsy clip. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 10/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to breast tissue marker placement procedure, a hair was allegedly found on the sterile packaging. The procedure was completed using another device. There was no patient contact.